Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back-to-back blood tests of 299, 372, and 138 mg/dl. The customer¿s expected blood glucose test result is 120 mg/dl both fasting and 2-hours post meal. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 06/30/2025 and test strips were opened the day before the call. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (only 3 results provided): result 1: 299 mg/dl. Date: (B)(6) 2025. Time: 3:15pm. Fasting 2-hours post meal. Result 2 :372 mg/dl. Date: (B)(6) 2025. Time: 3:14pm. Fasting 2-hours post meal. Result 3: 138 mg/dl. Date:3/2/25. Time: 3:12pm. Fasting 2-hours post meal.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter, test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 12-mar-2025. I ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.